Event description:
The caller reported they had a 6dct which did not hold air. The spot of the leak was not isolated. The trach was installed on (B)(6) 2011 and the patient required recannulation with another 6dct (B)(6) 2011. The caller reported that they pre-test the cuff tested and inflate using min leak technique.

Manufacturer narrative:
During the manufacturers investigation of the returned 6dct with lot number 1102001295 an inflation/deflation test was performed inserting 14 cc of air with a syringe and the cuff maintained it's air pressure. The sample was then submerged into a container with water repeating inflation steps and no leak was observed in the body of the cuff, flat pilot balloon / (seam) or the inflation line tubing. The reported failure mode was not confirmed.